Manufacturer narrative:
Summary - bd had received samples from the customer facility for investigation. Retention samples of the incident lot number were tested and no issues pertaining to hemogard¿ stopper / shield separation were observed. The customer samples were not tested as bd is aware of the issue with hemogard¿ stopper / shield separation and this incident lot and as a result, corrective actions have been established and are in the process of being implemented. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Conclusion - based on the investigation, the customer¿s indicated failure mode of hemogard¿ stopper / shield separation with the incident lot is acknowledged. Further investigation has been initiated. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Root cause - a CAPA has been initiated to document the investigation and root cause analysis of the reported incidents. The CAPA investigation is currently on-going and will be updated as potential root cause(s) are identified.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had a rubber stopper remain in tube.